Event description:
Dear FDA...I'm currently being hospitalized because I had a tonsillectomy. After the surgery I've been infused by using the infusion pump. In the middle of the night I suddenly got a little accident that my phone charging adaptor was blown and burned that caused a burning smell. And the burning adaptor switch position was next to the infusion pump adaptor switch. But the infusion pump looks fine. However I'm afraid that the accident will cause an electrical interface and may cause a malfunction to the infusion pump. And I still continued using the infusion pump for about 5 hours after the accident. Right now I don't feel anything weird to my body yet, but, I'm afraid that these things will affect my body in the future. When I asked my doctor and nurse here they told me there's nothing wrong. But I keep being afraid. I want to ask, what are the kind of malfunctions of the infusion pump that will appear? Am I in danger? What are the kind of malfunctions reported in the field due to any electrical interference like my case? What should I do to make sure that im totally fine or not? I really appreciate your reply because im really confused right now. Thank you. Sincerely, (B)(6).